Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "intermittent occlusion" as an upstream occlusion alarm. Evaluation found the lower reading on the ultrasonic sensor to be out of specification (low) caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms. Evaluation found no signs of fluid intrusion to exterior or interior of the pump and contamination/corrosion was not evident. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had an intermittent occlusion after being wet. It was also reported that there was no patient injury.